Manufacturer narrative:
Added information to section e1 (telephone number), h6 (investigation findings and investigations conclusions) and h10 (related report numbers). H11. Additional narrative/data: attempts to retrieve additional information were unsuccessful. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valve implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Instruction for use (IFU) review unable to be performed as the model is unknown. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H11: additional manufacturer narrative: this is one of six manufacturer reports being submitted for this article. Related report numbers capturing additional events within the same article will be provided upon submission of supplemental reports. The subject device is not available for evaluation as it remains implanted in the patient. The dates of the events are unknown; however, the article provided the following date range: "from 2008 until 2021". Therefore, 1-jan-2008 was used as the occurrence date. Article citation: akodad m, trpkov c, cheung a, ye j, chatfield ag, alosail a, besola l, yu m, leipsic ja, lounes y, meier d, yang c, nestelberger t, tzimas g, sathananthan j, wood da, moss rr, blanke p, sathananthan g, webb jg. Valve-in-valve transcatheter mitral valve replacement: a large first-in-human 13-year experience. Can j cardiol. 2023 dec;39(12):1959-1970. Doi: 10.1016/j.cjca.2023.08.018. Epub 2023 aug 23. Pmid: 37625668. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "valve-in-valve transcatheter mitral valve replacement: a large first-in-human 13-year experience", received from canada, the following event was identified as pertaining to an edwards device. 2 baxter valves implanted in the mitral position were replaced through a valve-in-valve procedure after an unknown implant duration due to degeneration.